Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 13-feb-2018 with the following findings: during the investigation, a review of the black box showed multiple ¿cs087¿ alarms. A ¿cs069¿ alarm was reproduced during the pump¿s rewind step. Further testing was unable to be performed due to the alarm failure. The ¿cs69¿ failure was defined as a language file corruption while retrieving the language text. The ¿cs069¿ failure was written as a ¿cs087¿ failure in the black box. The error was resident to the flash chip (u39). Unrelated to the original complaint, the battery compartment was found to be cracked.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a call service alarm (cs 069) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in long term cessation of insulin delivery if the user is unable to resolve the alarm.